Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-12671. It was reported that patient experienced ineffective therapy. The cervical paddle lead was not providing relief. As a result, surgery took place on (B)(6) 2021 wherein the cervical paddle lead was disconnected (but left implanted), the occipital paddle lead was explanted, and two new percutaneous leads were implanted to address the issue. Effective therapy was restored post-operatively.